Event description:
During pain pump catheter removal it was noted that the tip of catheter came apart and 2 inch piece was left in knee. Incision performed to open and remove catheter tip. Pt had total knee replacement in 05.